Manufacturer narrative:
The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s.additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Manufacturer narrative:
An event regarding a missing ampoule from a unit carton involving a simplex device was reported. The event was not confirmed. Device evaluation not performed as no devices were returned. Medical evaluation not performed as no medical records were provided. Device history review. The device was manufactured and accepted into final stock with no reported discrepancies. Complaint history review. There have been no other events for the lot referenced. The information provided cannot find the root cause. No further investigation for this event is possible at this time.

Event description:
(B)(4) public purchased the antibiotic simplex (B)(4) box 10, they have had a staff member open a packet for use and the box was missing the radiopaque syringe.

Event description:
(B)(6) purchased the antibiotic simplex (B)(4), they have had a staff member open a packet for use and the box was missing the radiopaque syringe.